Event description:
Device issue: shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that the pt had a very tortuous anatomy from the groin to the aorta. They used a non-abbott guiding catheter and an abbott traverse guide wire. They went in with the maverick 2 monorail and the shaft kinked while advancing it. They removed the maverick. They went in with non-abbott guiding catheter and also a short non-abbott guide wire. Used another maverick 2 monorail and successfully pre-dilated the lesion. They took a promus stent delivery system (sds) and tried to advance it. They got the stent through the guiding catheter with difficulty and reached the ostium of the left main (lm) but were unable to advance the stent any further. The sds shaft bent. The promus was removed. Next, they tried another promus sds but did not make it out of the guiding catheter before the shaft fractured. There was no resistance with the guiding catheter. The promus sds was removed. They successfully completed the case with an otw promus sds. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.